Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation, atypical product markings residue was observed on the device. The physician suspected there were foreign substances in the residue. There was no patient involved.

Manufacturer narrative:
Analysis was normal. No anomalies were found.